Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the representative alleged an overdischarge occurred. They were unable to communicate with their clinician programmer and the last time the patient successfully recharged their device over one year ago due to an unrelated medical issue. The representative performed two physician recharge mode sessions and were currently on their third attempt. They had not seen the normal charging screen. The representative also reported that the patient programmer batteries were corroded- they were cleaned up and the programmer worked fine. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that a date had not been set for the patient¿s device replacement, as the patient was still waiting for medical clearance. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). The hcp requested MRI compatibility guidelines for an issue unrelated to the patient¿s device or therapy. They stated that the patient indicated their device has been dead since 2015. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is pending ins replacement once she is medically cleared. 3 physician recharge modes (prm) were performed and the battery remained overdischarged. The rep could not confirm if this was the patient's 3rd overdischarge and due to the patient memory issues, she cannot confirm either. This information was confirmed with the physician. No further information was reported.